Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information is unknown.

Event description:
It was reported that a complaint was forwarded referencing a publication entitled ¿biventricular unloading and rhythm control leading to biventricular recovery: a case report.¿ the publication describes treatment with ecpella; however, patient information was unknown. The publication noted that the impella device was explanted due to concerns for hemolysis, thrombocytopenia, and inability to reposition the device. An attempt to locate the corresponding sf case was unsuccessful. No additional information was available.

Manufacturer narrative:
The cause of the hemolysis was not determined due to insufficient clinical details and lack of data logs/product. The cause of the thrombocytopenia was not determined due to insufficient clinical details. The impella was unable to be repositioned. The cause of the positioning issue was not determined due to no product return and insufficient clinical details. The necessary materials were not returned for analysis so the serial/lot number could not be identified to complete a phr inspection.

Manufacturer narrative:
D1 revised brand name.